Event description:
After 3 days of implantation, it was believed by the physician that this lead required repositioning because of a loss of ventricular capture. After repositioning, the same loss of capture was suspected. However, it was discovered that pseudo fusion was misinterpreted by the physician as a loss of capture. Therefore, the lead remains implanted and is working appropriately.

Event description:
After 3 days of implantation, it was believed by the phsycian that this lead required repositioning because of a loss of ventricular capture. After repositioning, the same loss of capture was suspected. However, it was discovered that pseudo fusion was misinterpreted by the physician as a loss of capture. Therefore, the lead remains implanted and is working appropriately.